Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Inspection of the device found the exposed portion of the soft cannula to be stretched. The cannula was observed to be out of specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched. The download data does not contain any alarm, timeouts or drive stalls that would indicate a failure to deliver insulin. It could not be conclusively determined when this damage occurred.

Event description:
It was reported the patients blood glucose level rose to 300mg/dl while wearing the pod between 36 and 48 hours. As treatment the patient removed the pod and gave themselves a manual bolus.